Event description:
It was reported that during implantation of the right ventricular (rv) lead, the screw was unable to be extended to secure the lead into place into the endocardium. It was also noted that venous access was very tight and placement of the lead was difficult during the implant attempt. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.